Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The ccc reviewed the data provided. The ccc found that the quality control (qc) data provided was in range. Siemens is investigating the event.

Event description:
A discordant, falsely depressed urine enzymatic creatinine (ecrea) result was obtained on a patient sample on a dimension vista 1500 instrument. The initial result was not reported out to the physician(s). The customer repeated the same sample on the same instrument, resulting higher. The repeat result was reported out to the physician(s).there are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed urine enzymatic creatinine result.

Manufacturer narrative:
The initial MDR 2517506-2016-00481 was filed on december 01, 2017. Additional information (01/26/2017): a siemens headquarters support center (hsc) reviewed the event. Hsc did not find any indication of reagent delivery or foaming issues. No maintenance was performed on the instrument for this event. Hsc reviewed the quality control (qc) data and found that it was within range at the time of the event. The cause of the discordant, falsely depressed urine enzymatic creatinine result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.